Event description:
It was reported by the patient that the patient underwent a spinal surgical procedure. It was reported that the patient has been disabled since undergoing the procedure. No additional information is available.

Manufacturer narrative:
Add'l/ corrected info.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with : l3-l4 and l4-l5 severe spondylosis with refractory axial and radicular back pain. Lumbar 3-5 spondylosis and foraminal stenosis with compression of the nerve root and underwent the following procedures: l3-l4 and l4-l5 direct lateral extracavity discectomy and interbody fusion using peek, rhbmp-2/acs and putty (rattlesnake-eminent spine). Bilateral l3,l4 and l5 posterior spinal fusion using pedicle screws and rods. Laminectomy, lumbar, anterior/c ssep. As per the operative notes: ¿ an 8 x 22 mm peek interbody spacer was malleted into the l3-l4 disk space. In similar fashion, the l4-l5 disk space was identified and once again whatever little remnant disk material was removed in this area. A 10 mm tls cage was malleted into this l4-l5 region. The bigger dlif cage would not fit in the space. Once both implants were in proper position as confirmed by fluoroscopy, hemostasis was obtained.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.